Manufacturer narrative:
Age at time of event not provided. Phone number requested but not provided. Device/ catalog information requested but not provided. (B)(4). Device manufacture date unknown as lot information is unknown. Unknown if labeled for single use as lot information is currently unknown. The event is currently under investigation.

Event description:
After the procedure, limb thrombosis post aaa repair was noted. Additional information was requested, but not provided at the time of this report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. (B)(4). The event is currently under investigation.

Event description:
After the procedure, limb thrombosis post aaa repair was noted. Additional information was provided, the physician will not supply further information surrounding the event. However, he has confirmed that there were two zenith flex with spiral-z technology aaa endovascular graft iliac leg devices involved (zsle-20-74-zt; zsle-16-74-zt). As there were two zsle's implanted, a second MDR was generated to cover the second limb (zsle-16-74-zt) under MDR# 1820334-2016-01024.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions, quality control, and imaging of the device was conducted during the investigation. Imaging review: impression: 1. The risk of limb thrombosis was increased by a distal aortic diameter of slightly less than 20mm. 2. The 20mm zsle that reportedly thrombosed was likely the right and ipsilateral limb. 3. A severe bend of the left leg which was most likely made by the 16mm zsle that by report remained patent. 4. Significant findings relative to the patient's anatomy were observed. The distal aortic diameter was narrowed slightly less than 20mm. 5. Significant findings relative to the disease state were not observed. 6. Significant findings relative to the use of the device were observed. The main body was implanted in less than 20mm diameter distal aorta. 7. Significant findings relative to the design or performance of the device were not observed. 8. Cause of adverse events was not observed. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use, patient selection and warnings & precautions: patient selection, treatment and follow-up: vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliac) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). Imaging review results confirmed thrombus in the right (ipsilateral) zsle leg. The distal aortic diameter was also noted to be slightly less than 20mm. This narrowing of the aorta may have potentially increased the risk of thrombus formation due to reduced flow. The patient was also noted to have severely tortuous vessels and anatomy identified to be unsuitable for the procedure which increased the likelihood of thrombus formation in the right iliac leg and stress/compression of the main body junction/flow divider. Based on the information provided and results of the investigation likely root causes to the reported event may be related to the patient anatomy and the user's failure to follow IFU instructions related to patient selection. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.